Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving lioresal (500 mcg/ml at an unknown dose) via an implantable pump for spasticity (muscle spasticity). It was reported the patient received lioresal intrathecal and lioresal (10 mg, qd, oral) for the treatment of spasticity from an unknown date in 2017. On (B)(6) 2017, the patient developed acute respiratory failure. The patient was hospitalized on an unknown date. Treatment with lioresal intrathecal and lioresal oral was stopped on (B)(6) 2017. The patient fully recovered from acute respiratory failure on (B)(6) 2017; the reaction had abated after stopping the drug. The causality of the event was suspected to be related to the treatment with the suspect drugs. The case was "lost to follow up at initial." Limited information was available regarding time to onset of the acute respiratory failure and its clinical context. Hence, causality could not be assessed with both the suspect drugs. No further complications were reported or anticipated. The patient's medical history included hodgkin's lymphoma, ms (multiple sclerosis), intermittent claudication, osteoporosis, and dyslipidemia. The patient's concomitant medications included calcifediol, omeprazole, acetylsalicylic acid, atorvastatin, targin (naloxone hydrochloride, oxycodone hydrochloride), neurontin (gabapentin), mirtazapine, and prolia (denosumab).